Event description:
The customer reported via phone call that their blood glucose level was 418 mg/dl. The customer's infusion set was not communicating with the insulin pump. The sensor was not allowing the customer to calibrate. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.